Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. Upon investigation the battery was unable to power on a monitor. The root cause was likely excessively drained battery pack cells. No adverse event resulted form the defective battery pack. The patient received a replacement battery pack.

Event description:
A patient service representative (psr) contacted zoll customer support to report that one of her batteries was unable to power ona monitor. The psr was issued a replacement battery pack.